Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis could not be conducted. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, septic shock, and cardiogenic shock coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day the patient was hospitalized for the event. On the same day, the patient began treatment for bacterial peritonitis with an unknown intravenous antibiotic (dose and frequency not reported). On an unreported date during hospitalization, the patient experienced septic shock manifested by low blood pressure and cardiogenic shock. The cause of the septic shock and cardiogenic shock was reportedly the peritonitis. Treatment was not reported. At the time of this report, the patient remained hospitalized and was not recovered from the events. Dianeal therapy was reportedly ongoing. No additional information is available.